Event description:
During a right shoulder arthroscopy, a defect was noted in the insulation component of the opes wand ablator. The device functioned correctly for the procedure. The use of the device was discontinued at time of discovery of defect. Shoulder was irrigated well. Dates of use: 2009. Diagnosis or reason for use. Right shoulder impingement.